Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. Subsequently, lead revision was performed, and it was noted the oversensing of noise appeared to be resolved post revision. However, more recently, the rv lead exhibited noise and oversensing once again. Technical services (ts) was consulted and confirmed the noise and oversensing, and also noted a recent lead safety switch (lss) due to low rv pace impedance. Information later received indicates the hcp has since decided to send the patient to a different hospital for a future lead replacement procedure. The local area field representative was not provided any further information beyond this.